Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6008485 have not been tested in trackwise record complaint (B)(4) due to the malfunction reported being related to using the product off label. Test results: no product testing for off label use malfunction codes. Device history record (DHR) review: the lot 6008485 manufactured according to the work instruction (wi) version 80 appendix 1 batch card for production of packaging room on 24-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 10/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008485 and no other complaint has been registered in databse for the same lot, and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient inserted the infusion set to scar tissue. On (B)(6) 2025 leading hospitalization due to hyperglycemia. The blood glucose level was 320 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information available.